Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
During a right shoulder arthroplasty with reverse total shoulder replacement , it was noted that one of the drill bits was in inadvertently broken with vault of the glenoid . It could not be removed with out further bone destruction and therefore based on its placement in the bone, it was left in place.